Event description:
Clinical study. Same case MFR # 6000093-2006-01606, 01607. It was reported that 429 days post index procedure, the patient expired. The index procedure treated 3 target lesions. Target lesion 1 was a de novo lesion in the proximal circumflex. The lesion was 2.5 mm wide, and 12 mm long, with 98% stenosis. The physician pre-dilated the lesion prior to placing a 2.75 x 20 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the 1st diagonal. The lesion was 2 mm wide, 8 mm long, and had 98% stenosis. The physician predilated the lesion prior to placing a 2.5 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 20%. Target lesion 3 was a de novo lesion in the mid lad. The lesion was 2.75 mm wide, 14 mm long, and 98% stenosed. There was mild calcification and mild tortuosity present. The physician predilated the lesion prior to placing a 2.75 x 20 mm taxus express2 drug eluting stent. Residual stenosis was 20%. The site reported that on day 429, the patient expired. The patient was under hospice services, but the cause of death is unknown. An autopsy was not performed. In the opinion of the physician, there is an unk relationship between the death and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 7012125 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.